Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was 250 mg/dl. The customer reported the drive support cap appears normal. The customer did not report the motor position encoder alarm. The customer stated that the device was not exposed to strong magnetic field. The customer tried to rewind but the piston was going forward instead. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with intermittent esc, act, up and down arrow button response due to a flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. The pump gave a motor error alarm during the rewind process due to a corroded motor home switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests, or verify motor pushing forward during rewind due to the motor error alarms. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.